Event description:
Alligator clamp of epidural did not properly hold epidural catheter in place. Catheter disconnected from alligator clamp during repositioning. Manufacturer response for epidural catheter connector, b braun (per site reporter) awaiting response.